Event description:
A system alarm occurred during a routine hemodialysis treatment. A fluid leak was observed. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide when a leak is detected. The disposable cartridge was discarded and not available for evaluation. The reported leak could not be confirmed. The user's guide states that the nxstage cycler may not sense slow fluid of blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.